Event description:
It was reported that a pairing failure occurred between the sensor and transmitter. On 07/16/2026 at approximately 11:30 PM, the patient was waiting for a new sensor to pair with a new transmitter. During this time, the patient performed a blood glucose (BG) meter test, which showed a reading of 400 mg/dL. The patient was asymptomatic and self-administered 24 units of Lantus. At approximately 3:00 to 3:30 AM, the patient's Dexcom sensor had still not paired with the transmitter, and the receiver continued to display the message "Searching for Transmitter." Around this time, the patient began experiencing symptoms including drowsiness, sleepiness, and decreased attentiveness. A BG meter reading showed 30 mg/dL, after which the patient lost consciousness. The patient's mother contacted Emergency Medical Services (EMS). Upon arrival, EMS confirmed a BG reading of 30 mg/dL. The patient was treated with a glucose tablet and transported to the emergency room for further evaluation and treatment. At the hospital, the patient received intravenous glucose as well as food and beverages. Following treatment, the patient's BG level increased to 220 mg/dL. The patient then inspected the sensor and observed that it had torn away from the adhesive patch, resulting in removal of the sensor system. The patient was discharged later the same day. At the time of the report, the patient stated they were fine and had recovered from the event. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hyperglycemia, hypoglycemia and loss of consciousness.